Event description:
The hospital reported that during a coronary artery bypass procedure, the foot of the ultima opcab system device snapped out of its socket. We are following up with the hospital for additional info including if there were any pt effects, how the procedure was completed, the device lot number, and if the device will be returning to the factory for eval. Should any of this info become available, a follow-up report will be submitted.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed, as the product lot number is unknown. (B)(4).